Event description:
It was reported during in clinic follow up that the patient presented with heart failure. Imaging suggested tricuspid regurgitation. A transesophageal echocardiogram (tee) revealed irregular tricuspid valve leaflets. The physician could not confirm or reject that he damaged the tricuspid valve during initial implant of the right ventricular lead. The lead was explanted. The patient was stable following revision.

Manufacturer narrative:
The reported event was ¿tee showed, irregular tricuspid valve leaflets¿. With no allegation of lead malfunction. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.